Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to non-diabetes related but the customer also reported that they were also treated for the high blood glucose during hospitalization. The customer's blood glucose was 348 mg/dl at the time of hospitalization. The customer found out that they could not push the insulin through the tubing. The customer stated that they did not know that the insulin pump was not delivering. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.